Manufacturer narrative:
A product investigation was completed: the complaint condition for the 357.394 lot number u192169 17.0mm cannulated drill bit was likely caused by two years of consistent use and the application of excessive force during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.394 17.0mm cannulated drill bit is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have snapped at the shaft. This condition is confirmed; the most proximal portion of the device where it couples to the drill bit has broken and was not returned. It is likely that two years of consistent use has led to the cutting edges to become dulled. This in turn likely meant the surgeon had to apply a higher degree of force to the drill in order to open the femur which likely led to the breakage and to this complaint condition. The device was manufactured in february 2014 and is two years old. The balance of the returned device is in otherwise fairly good condition though the cutting edges have become dulled. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): release to warehouse date: february 12, 2014. (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight was reported as approximately (B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft of a 17.0mm drill bit broke as it engaged bone during the reaming step of a proximal femur fracture procedure on (B)(6) 2016. No fragments were left in the patient. The procedure was completed with less than a five (5) minute surgical delay. This report is 1 of 1 for (B)(4).